Event description:
A report was received stating the patient's ipg was explanted during a lead revision procedure. The ipg was replaced because the patient did not charge the implant before the procedure. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device was explanted and not returned to bsn. A review of the manufacturing documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.